Event description:
A malfunction alarm, specifically code malf 12, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not reoccur. The customer was advised to monitor the situation and report any recurrence of the malfunction.